Event description:
This is filed to report the pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was inserted and positioned on the mitral valve; however upon grasping the mean pressure gradient (mpg) increased to 13mmhg. The clip was repositioned several times however there was no significant improvement therefore the clip was not implanted and the clip delivery system (cds) removed. The procedure was aborted with the mr remaining at 4. After the device was removed from the patient a rapidly growing pericardial effusion was seen. Pericardialcentisis was successfully performed and the patient has recovered. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was inserted and positioned on the mitral valve; however upon grasping the mean pressure gradient (mpg) increased to 13mmhg. The clip was repositioned several times however there was no significant improvement therefore the clip was not implanted and the clip delivery system (cds) removed. The procedure was aborted with the mr remaining at 4. After the device was removed from the patient a rapidly growing pericardial effusion was seen. Pericardiocentesis was successfully performed and the patient has recovered. No additional information was provided. Subsequent to the initially filed report, the following information was received: the mpg returned to baseline once the leaflets were un-grasped.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.